Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation of reprocessing from the instruction manual could have caused the foreign material to have remained. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function - keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of u/d knob do not meet specifications, chip crack and scratches found throughout the device, image guide protector is damaged, adhesive on bending section has white-clouded area, indication on scope-connector is peeled, universal cord has a wrinkle, and grip is shaved. The device was cleaned, disinfected, and sterilized prior to returning to olympus. There was no possibility the endoscope was used for a procedure with foreign material in it. In addition, there was no delay to the start of precleaning, and air/water nozzle was flushed with air and water and no abnormities in accessories used for reprocessing were identified. The endoscope was immersed in detergent solution and air/water nozzle flushed with the detergent solution. The air/water nozzle was not wiped / brushed with clean lint-free clothes, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope was out of focus. During inspection and evaluation, foreign matter clogged in the nozzle. The customer reported that during reprocessing, the device was ¿washed in your washing machine.¿ there was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.